Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low with control solution. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2013 but the patient refused to discuss the issue. The patient informed the mss that the alleged issue began on approximately 1 month ago. She tested using the control solution and it fell below the given range on the vial of test strips; 80mg/dl (121.0-162.0 mg/dl). Due to the control solution not passing, the patient decided to cease testing her blood glucose for approximately 1 month. It is not known how the patient manages her blood glucose nor is it known if she made any other changes to her usual diabetes management routine. She claimed she developed symptoms and received an unknown type of treatment as a result of not testing; however, the patient was not willing to discuss her symptoms or treatment any further with the customer care advocate (cca) or the mss. At the time of troubleshooting, the cca noted that the meter was set in the correct unit of measure. The customer was using the correct control solution and followed the correct testing procedure. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she stopped testing due to the reported issue and as a result suffered unknown symptoms that required unknown treatment after the alleged meter issue began.